Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the sieve is saturated. Associated malfunction for this device: on/off switch short circuited, pilot valve contaminated, muffler dirty, filters missing.